Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 52,350 joules of use and 8:35 minutes overheated at 180 watts was observed with the first fiber. A second fiber was opened and @ 16,411 joules of use and 21:19 minutes a defect was observed. The procedure was completed with a third fiber. There were ¿no damaged to the patient¿ reported. This report is for the first fiber used.